Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: the pump was exercised for 24 hours with no rebooting or power loss issues. The current draws were found to meet required specifications. The pump case was removed; there was evidence of moisture contamination found inside the pump. A review of the black history revealed multiple 128-fxxx alarms on (B)(6) 2014. Unrelated to the complaint, the display text was found to be dim and discolored. Also unrelated to the complaint, the battery compartment was found to be cracked below grip pad. The reported issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a power (power issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).